Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I swallowed a tablet [accidental device ingestion]. Case description: on (B)(6) 2024, a spontaneous case was reported in united states of america by a patient via call center representative (phone). The report concerns a consumer. The consumer received polident smokers denture cleanser (napc+potm+taed tablet) for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident smokers denture cleanser, the consumer experienced a medically significant accidental device ingestion (I swallowed a tablet). The outcome of the event accidental device ingestion (I swallowed a tablet) was unknown. No medical history was reported. No drug history was reported. The action taken were: for polident smokers denture cleanser was unknown. Dechallenge is unknown and rechallenge is not applicable. The reporter considered the event accidental device ingestion as not related. Case product: polident smokers denture cleanser device MFR number: 1314819-2024-00040 this report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I swallowed a tablet."